Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No general reagent issue was found. This issue was consistent with a sample stability issue as the customer measured with the same sample aliquot up to 20 hrs (or in the other cases up to 26 hrs) with intermediate storage of the sample aliquot at 2-8 °c.

Manufacturer narrative:
Additional questionable elecsys pth immunoassay results were obtained from a new sample from patient 1 on (B)(6) 2021. At 20.1 hours after sampling, the result was 28.0 pmol/l. At 20.6 hours after sampling, the result was 24.4 pmol/l. At 20.9 hours after sampling, the result was 22.0 pmol/l. At 21.8 hours after sampling, the result was 17.6 pmol/l. At 23.4 hours after sampling, the result was 11.9 pmol/l. Information concerning if any questionable result was reported outside of the laboratory or if the patient was adversely affected was requested but has not been provided.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of questionable elecsys pth immunoassay results that differed upon repeat testing at multiple time points. The issue involved two patients on dialysis who were being treated with parsab IV. The customer alleged the medication was affecting the results over time. Refer to the attachment to the medwatch for all patient data. It was not known if any questionable result was reported outside of the laboratory. The customer used a cobas e411 analyzer. The serial number was requested but was not provided.